Event description:
No new patient or event information since the last report was submitted on 01nov2019.

Manufacturer narrative:
Investigation evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, communication/interviews, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Visual examination confirmed that the device was returned with the handle in the open position, and the device was separated into two parts. The cannulated handle remained secure in the collet knob in the handle segment. It was noted that 1.1cm of the cannulated handle was protruding the handle, and the handle was bent 5mm from the handle. The basket formation segment had 9.5cm of the basket assembly protruding the flare of the catheter, and the basket formation was not visible. The catheter was torn starting 5mm from the flare, and the length of the tear was 1cm long. The torn section contained a gap exposing the coil assembly. The coil assembly was then removed from the catheter, and further visual inspection noted that the basket formation was present and intact. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to be damaged, with the sheath and basket subassemblies separated from the handle. The sheath of the device was split and torn near the proximal end. The coil of the basket subassembly was also broken near the handle. The damage has two possible causes: inadvertent damage from handling the device before use and damage to the device during shipping/storage. There is not enough evidence available to determine the most probable cause. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: other non-healthcare professional: agent. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to a holmium laser lithotripsy procedure using a ncircle tipless stone extractor, the user opened the package, checked the function by pulling and pushing the handle, and discovered the basket cannot be closed. The procedure was completed by using another same type device. No adverse events have been reported due to the alleged.